Event description:
Pt who is using an innovo to administer insulin due to diabetes mellitus, experienced hypoglycemia and was hospitalized. It is unknown whether or not they have recovered yet. It was reported that the push button jammed and that there were display problems.